Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: it was reported that on an unknown date, about 2years before now, the patient underwent the implant surgery for the femoral trochanteric fracture with the nail in question. On an unknown date, it was confirmed that the nail had been broken at the lag hole. On january 29, 2021, the patient underwent the revision surgery replacing the broken nail with the new one. The surgeon requested the electron microscopic analysis of the broken surface. No further information is available. 2-feb-2021: updated event description: concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown). Unk - nail head elements: helical blade (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. The product was returned to us cq for evaluation and was forwarded to research and testing materials development for product development investigation. Pd examined the fracture surfaces visually and with scanning electron microscopy (sem). Visual analysis of the returned sample revealed the mail had fractured approximately 1.5 inches from the proximal end, through the diagonal slot for the head element. Within this slot, wear was present on the anterior side. It is unknown if this wear occurred before or after the fracture. Small polished areas were present on the exterior of the nail, primarily medially and anteriorly, on the proximal end extending down approximately 3 inches distal the start of the flutes. Such areas may suggest motion of the nail while implanted. Examining the proximal fracture surfaces in an sem revealed there were two fracture surfaces, one on either side of the slot. Both surfaces were burnished, with secondary damage that occurred after the fracture itself. Beach marks, indicative of fatigue, were present on both surfaces. The anterior fracture surface was relatively flat, while the posterior was jagged suggesting the final fracture occurred posteriorly. A shear lip, where the final fast fracture occurred, was also present on the posterior fracture surface. An exact initiation site could not be determined due to the burnishing. However, beach marks and river marks point to the lateral tip of the anterior fracture surface. Secondary cracks were present on the lateral side of this surface, small branches of the fatigue crack that began to form as the fatigue crack began to open up. On the basis of the observed evidence, the nail fractured due to low-stress, high-cycle fatigue. There was no observed inclusion or other defect that could have resulted in crack initiation or propagation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed ti cannulated trochanteric: 04_037_012, h/e. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Please refer to the following attachment "pc_000848382 pd investigation memo" for investigation results. H3, h4, h6: device history lot: manufacturing location: monument. Manufacturing date: 03-nov-2017. Expiration date: 01-aug-2027. Part number: 04.037.227s, 12mm/125 deg ti cann tfna 360mm/left- sterile. Lot number: h445415 (sterile). Lot quantity: 6 . Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf was reviewed and determined to be conforming regarding label quantity but there was no revision recorded on the form. Scn 14310 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree, tfna, bp55 . Lot number: l477925. Lot quantity: 96. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55. Lot number: h316281. Lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by smalley dated 28-jun-2017 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58. Lot number: h466550 quantity 4 / h464897 quantity 2. Lot quantity: 160 total (80 + 80). Work order travelers met all inspection acceptance criteria. Inspection sheets, met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80. Lot number: h258444. Lot quantity: 2,322 lbs. Certificate of test supplied by ati specialty materials, dated 17-nov-2016 was reviewed and determined to be conforming. Lot summary report dated 14-dec-2016 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history batch null, device history review 09-apr-2021: DHR reviewed by: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown nails: femoral/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: on (B)(6) 2019, the patient underwent the open reduction internal fixation surgery for the left femoral subtrochanteric pathological fracture due to lung cancer with the tfna nail. On (B)(6) 2020, the complete bone union was not confirmed, and there was no problem. On (B)(6) 2021, the patient felt a pain at left hip and the re-fracture and breakage of the nail was confirmed. On (B)(6) 2021 the patient underwent the revision surgery removing the broken nail and fixing with the new nail. Concomitant device reported: screw: (part number unknown, lot unknown, quantity unknown). Nail head elements: helical blade (part number unknown, lot unknown, quantity unknown). This report involves one (1) unknown nails: femoral. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1. Brand name, d4 part #, & UDI provided. D9: part returned. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1, d4, g1.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 12mm/125 deg ti cann tfna 360mm/left - strl.